Manufacturer narrative:
D10: concomitants: (B)(6), 200-23-09 - cr tibial insert sz3, 9mm, (B)(6), 21-0901-00t-l1 - stryker s6 90x13/21x1.0, (B)(6), 232-03-03 - (disc) optetrak asy, cr porous femoral, sz 3, r. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 52 yo male patient who had a right knee implanted, underwent a revision procedure approximately 10 years and 10 months post the initial procedure. The patient was revised due to premature polyethylene wear with massive osteolysis. Associated with a pseudotumoral lesion in the popliteal area secondary to a foreign body reaction caused by polyethylene particles. The patient was revised to a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. No further information. This is 1 of 3 reports for this incident.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the revision reported was likely caused by tibial insert prosthesis wear over the course of 10 years, which led to metal component wear of the femoral and/or tibial tray. The extent of the wear and possible causes could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6 the following sections were corrected: h6 - codes 4756, 4118, 3233, 11 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.